Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 21-jul-2018 with the following findings: during the investigation, a review of the black box showed evidence of multiple cs064-0008 motor error alarms. The battery compartment was cracked above and below the bumper pad. Corrosion was observed inside the battery compartment. During testing a motor error alarm was duplicated. Investigators were unable to complete further testing. A leak test failed due to the battery compartment leak. The pump¿s cover was removed, and internal moisture was found on the motor connector and the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.